Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the water filter on the reprocessor was not replaced for over a year and was clogged. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. No device was returned to olympus for evaluation. However, as part of the investigation into this report, the field service engineer (fse) has assessed the malfunction at the user facility. A root cause could not be identified. In regard to not replacing the water filter, the customer knew what was stated in the instruction manual, but it may be due to the customer's decision not to replace the water filter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.